Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, was alarming no disposable, pump won't run. Per reporter device also exhibited air in the line. Per reporter residual volume was: 43.2 ml , rate 0.6 ml.hr and 57.80 ml was given no adverse patient effects were reported. No additional information is available at this time.